Manufacturer narrative:
Concomitant medical products: d204trm crt-d, implanted: (B)(6) 2013, 977a260 pain stim lead x2, implanted: (B)(6) 2015, pain stim ipg. Implanted: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the interrogation report indicated that a svc (superior vena cava) lead impedance warning had triggered the prior month for high svc impedance on the right ventricular (rv) lead. It was also noted that currently there is no performance issue with the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.